Event description:
It was reported that during hot-weather yard work the user experienced a prolonged low blood glucose episode despite pausing insulin delivery during and after exercise and consuming more than 50 grams of oral carbohydrates, with lowest cgm reading of 52 mg/dl and a glucometer-confirmed value of 56 mg/dl using an fsl3+ sensor. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.